Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the hospital following delivery of a shock. Review of stored device data showed that the device delivered appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The rhythm accelerated to ventricular fibrillation (vf) following delivery of atp. A single shock was delivered and successfully converted the rhythm. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.